Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown liss screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1 initial reporter address line 1:(B)(6). E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, there was a problem when removing a pfna nail, specifically it has not been possible to remove the blade because the extractor for the blade could not be connected. When trying to connect it, it did not screw, as if it had been stripped, which made it impossible to connect the extractor. After trying in other ways, they could not get the nail out. The nail and the blade remained inside. There was a surgical delay of three (3) hours. It was further reported that the nail had been put in at another hospital. The patient had osteomyelitis and had a diaphyseal fracture. A pfna was placed, a pseudoarthrosis was then performed and a femur liss plate was placed. In another subsequent surgery, a knee prosthesis was placed due to arthrosis. After this surgery, the patient developed an infection, which was also in the femur. Therefore, the doctor's intention was to remove the hardware, put in a spacer, and to drill and clean the femur. The patient was reported to be okay, and the doctor is waiting for the next step. This report involves an unknown liss screws. This is report 6 of 6 for (B)(4).